Manufacturer narrative:
The ast reagent lot number was 74628201 with an expiration date of 30-nov-2024. The field service engineer (fse) replaced the lamp and an aspiration tube on the rinse station and cleaned the incubation bath and mixer. Various instrument checks were performed with acceptable results. The customer had no further issues after the service visit. The investigation determined the event was due to a maintenance issue.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for ast on a cobas 8000 c 702 module. The initial ast result was 108 u/l with a data flag. The repeat result was 531 u/l. The sample was repeated with a result of 105 u/l with a data flag. The sample was repeated on a different module and the result was 114 u/l.